Manufacturer narrative:
The pod was received fully deployed. An 0x1c alarm was observed in the pod data, indicating the pod reached the expiration time. The pod was confirmed to have run for 80 hours. No damages or defects to the fluid path, needle mechanism, or drive mechanism were observed that could contribute to the reported over-delivering of insulin. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitors. No problem was found.

Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported include confusion, extremely slow and low blood glucose levels. The patient was treated with intravenous fluids and regulated glucose values. The patient was released on (B)(6) 2026.